Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. On testing and analysis of the digital circuit board, it was determined that one component on the circuit board was causing the issue observed by the customer. Thus the root cause of the reported failure was traced to an electrical component failure on the digital circuit board. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a case, the image provided by the unit was not clear. The image was tinted green and grainy. As a result of this, the surgeon was unable to see the anatomical features. The unit was rebooted but this did not correct the issue. Another unit from a different manufacturer was used to finish the case. It was further reported that a post-surgical complication occurred as the gastric sleeves were twisted. A revision surgery was completed successfully and no further adverse consequences were reported. The surgeon indicated that the revision surgery would not have been needed if the unit had not malfunctioned.